Event description:
Customer states that they have been experiencing decreased ptt results sporadically on item 454334 lot b041206 for the past two weeks. The pt results which were reported to be below 20 sec. Were sent to a sister facility and run on a stago and all results were confirmed. The instrument MFR (dade) was brought in to investigate their instrumentation. The customer then had 2 coag tubes drawn on 10 patients, on tube from lot number b041206 and one from a new lot number that the customer received on (B)(6) 2012. When run on their instrument (sysmex 560) every patient repeated higher on the new lot number (+1.1 to +5.7 seconds higher).

Manufacturer narrative:
Error rate: (B)(4) of the manufactured lot may be concerned. Citrate is an anticoagulant, which binds calcium and thus inhibits the coagulation. Analytical results for coagulation depend on the ratio of citrate to blood. This concentration of citrate was incorrect in part of the lot ((B)(4) of tubes). Internal testing determined that deviation was most apparent for ptt values ((B)(4)), and less so for pt ((B)(4)) and fibrinogen ((B)(4)). The lower concentration of citrate solution may have the following effects: shift higher, pathological values into the normal reference range so that values appear healthy or low for the desired prophylaxis or anticoagulant therapy (main risk). Shift normal values out of the lower reference and/or analytical range, so that values appear abnormally low and are flagged by instrumentation (minor risk). The greatest deviation was observed with ptt. Thus, the main concern is that higher pathological values may appear normal or anticoagulant therapy be adjusted as a result of falsely low values.